Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found that patient's right ventricular lead was perforated. It was also noted that the lead exhibited loss of capture. The lead was explanted and replaced. The patient was stable.